Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. Approximately one day following sensor insertion, the patient experienced a skin reaction at the application site, including inflammation/swelling, bruising, and infection that extended beyond the patch perimeter. On (B)(6) 2026, the patient sought medical attention. The sensor was removed, and the affected area was cleaned. The patient was prescribed oral sulfamethoxazole, one tablet daily for 14 days. At the time of reporting, the patient¿s condition was reported as stable, with no ongoing concerns. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).